Event description:
It was reported by service report that the bed was not functional due to not burning new cpu board. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Issue was resolved for the customer by burn in the new cpu board and confirmed all bed functions performed properly.